Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify charge, battery lasts less than expected anomaly, failed battery alarm and excessive no delivery alarm due to blank display. Pump received with cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frequent unexplained no delivery alerts when priming and crack on screen. Customer stated that the insulin pump had a diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.